Manufacturer narrative:
Analysis of the ins found that it had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported she met the patient (pt) on (B)(6) 2020 to do a physician mode reset (pmr). Rep said the pt could not stay to finish pmr so he went home and did pmr on his own. Rep will call pt back to determine if pt has finished pmr and has the power on reset (por) message. No symptoms were reported. Additional information was received from the manufacturer representative (rep) reporting that the rep was able to complete a prm (physician mode recharge) and was able to clear the por message remotely that the patient got. The issue was resolved. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.